Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited an intermittent capture. Suggestion to perform a lead capture testing in the clinic were made, no intervention was reported. The patient had no adverse consequences.